Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unit was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump would not turn on after the device fell to the floor. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.